Event description:
It was reported that the implantable cardiac monitor detected an episode of false asystole two days after implant. The device remains in use. The device was later explanted and replaced with an implantable pulse generator (ipg). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found.